Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using a powerport m.r.I. Isp device. During the procedure, a hole was identified in the port wing. The defect was reportedly present upon opening the product and was noticed during placement. The procedure was completed using another device. There was no reported patient injury.